Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-15234. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported ¿patient experienced strong pain, deformation, depression, anxiety, and rupture". Device was explanted. This relates to the right device.